Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the device's electronic patient record and did confirm that the device either lost, or cycled, power twice during the event; however, the cause of which could not be determined. As a precaution, physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display went blank when they pressed the print button on their device's small keypad during a recent event involving a patient.  The customer advised that medical personnel stated that the display went blank twice, but that the patient parameters were restored on the display and they were able to continue to monitor the patient throughout transit without any further issues.  The patient was transported to a local hospital and the reported issue did not impact patient care.  The crew later tested the device and was unable to duplicate the reported issue. Physio-control downloaded the electronic patient record from the event and was able to confirm that the unit had actually lost power twice during the event.  The losses of power occurred just after a print event was logged by the device; therefore it's reasonable to conclude that this is likely what the customer had observed during the event as they pressed the print button on their device. Physio-control has made multiple unsuccessful attempts to contact the customer in order to obtain additional details about the patient.